Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that an invasive procedure was performed. The device and leads were explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise. The noise was oversensed resulting in pacing inhibition for up to three seconds. The patient was pacemaker dependent and experienced near syncope. Additionally, the rv lead exhibited spikes in pacing impedance measurements up to 2,000 ohms. Noise was able to be reproduced with patient isometrics, however, not with pocket manipulations. Boston scientific technical services (ts) discussed potential causes and additional troubleshooting options. The device was programmed doo and further troubleshooting was planned for a date in the future. No adverse patient effects were reported.